Event description:
It was reported that the subject device guidewire was completely detached from the rest of the wire while loading into the microcatheter system. The detached tip was safely removed from the patient. The physician replaced it with a different wire and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Section b1 product problem: corrected - remove product problem. Section h1 type of reportable event: corrected - remove malfunction. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During analysis, the returned device was visually inspected and no anomaly was noted. The entire length of the guidewire was intact and there was no indication of a break present. It was also noted an unknown device measuring 3cm, which was not a stryker product was also returned with the subject guidewire. It is probable this unknown device was attached to the subject guidewire during preparation and detached as outlined in the event description during loading into the microcatheter. Additional questions were asked regarding this unknown device, but no response has been received to date. A functional test was performed, and the subject guidewire was inserted through a demonstration sl-10 microcatheter and advanced through the distal tip without friction. Additional information provided by the customer indicated that there was no allegation against the microcatheter and the physician thinks the microcatheter performed as intended. The detached tip was safely removed from the patient and different wires were used to complete the procedure. Based on analysis of the returned subject guidewire, the as reported ' guidewire distal tip broken/fractured during use' was not confirmed as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject device guidewire was completely detached from the rest of the wire while loading into the microcatheter system. The detached tip was safely removed from the patient. The physician replaced it with a different wire, and completed the procedure without clinical consequences to the patient.